Event description:
The patient claimed that buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . Patient also mentioned backlight/contrast button is also no functioning properly. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was lifted near the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is unresponsive, and the up arrow and down arrow buttons are intermittently responsive. The ok keypad button responded appropriately to presses. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the contrast key contact was missing. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.